Event description:
The initial reporter stated that the pump was not alarming up occlusion as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump strain beam had failed which caused the occlusion alarm to fail. The pump was serviced to correct this issue.